Manufacturer narrative:
Attempted to submit via FDA esg on 24feb2024, but received the message "secure connection failed" on multiple web browsers.

Event description:
The following has been reported: biomed reported air in line, all cassettes. An initial review of the device logs reveals the following: sensor hardware failure (downstream air sensor) an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The pump was returned for evaluation. The complaint was flagged for sensor hardware failure (downstream air sensor). Testing cassettes were loaded into the pump to test functionality. The pump required multiple insertions of the testing cassette before it would accept it and allow testing to begin. Testing yielded inconsistent passing results. A visual inspection of the internal components was performed. The set ID was inspected to look for possible fluid ingress, no evidence of ingress was found. All connection were re-seated, and testing was performed again. Testing still yielded inconsistent results. Additionally, the pump is missing it right bag hook. The affected components will be replaced during the rework process and all necessary functional testing will be performed to ensure functionality.